Event description:
The hospital reported, "the harvester was cauterizing with the hemopro when the device would not stop beeping after releasing the toggle switch to stop cauterizing. The harvester removed the tissue welder and device continued to beep. The activation toggle switch was moving freely and the jaws were moving freely as expected, but the release switch would not turn off the device. They unplugged the unit and the procedure was completed using a replacement device. There were no pt consequences.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.